Event description:
Ous MDR - boston scientific received information that this right ventricular lead dislodged and exhibited loss of capture. The patient had sinus rhythm and did not experience any symptoms associated with the dislodgement and loss of capture. The patient was originally scheduled for a revision procedure, and the lead was successfully repositioned, but when the physician was suturing the pocket, he put the suture through the insulation of the lead. This lead was explanted and a new lead was successfully implanted with no issues. This lead will not be returned for analysis. No issues were reported following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.